Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, stained end cap sticker and cracked battery tube threads.

Event description:
The customer¿s mother reported via phone call that the customer¿s top of reservoir compartment was damaged on the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer¿s insulin pump part was broken and the reservoir¿s top ring area was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.